Event description:
The dr was unable to insert the iab through the sheath. The iab and sheath were not returned to MFR for eval. The items were discarded by the facility. Event complications: none from the event-reported 12/16/96. Pt's current status: unk-rpt'd 12/16/96.